Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the very tight saphenous vein graft. A 2.50x12mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, while advancing the device thru the lesion, the physician noted that the stent was sliding off the balloon. Eventually, the stent was placed over the lesion in the desired position and the procedure was completed. No patient complications were reported and the patient's status was good.